Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the wake button was intermittently unresponsive and required significant amounts of force to respond. Customer's blood glucose was 180 mg/dl. Reportedly, customer continued to use pump for insulin therapy.